Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing records were reviewed and no nonconformities were found.

Event description:
During a routine follow-up, it was reported to nevro that the patient's skin has eroded at the lead incision site. Culture results were (B)(6) for infection, but the device was explanted as the patient is skinny. The patient has recovered and there were no reports of further complications.